Manufacturer narrative:
(B)(4): the complainant was unable to report the upn and serial number; therefore the manufacture date is unknown. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-04593 for the leveen needle electrode, and manufacturer report # 3005099803-2011-04591 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a leveen needle electrode and a rf 3000 radiofrequency generator were used during a liver radiofrequency ablation procedure performed on (B)(6) 2011. According to the complainant, after ensuring the location of the tumors under echo, the physician attempted to attach the leveen needle electrode to a metal needle guide. However, resistance was met, as the needle became stuck and it was unable to smoothly manipulate it up and down. The physician detached and reattached the leveen needle electrode to the needle guide several times, but ultimately decided to use a different needle guide. Ablation was started, and the physician was able to ablate the first tumor twice. Reportedly, the tumor was able to be completely ablated; however, an abnormal noise was heard from the needle where it came out from the patient's skin at the location of the stomach. After two minutes of ablating the second tumor, the abnormal sound was heard again, but louder. The noise became very loud, and a burn was found on the patient; therefore, output was stopped at 20 watts and impedance at 120 ohms. As a result, roll off was not achieved. During examination of the leveen needle electrode, it was discovered that the protective sheath was peeled at approximately 7-9cm from the distal tip. The physician suspected that the insulation peeled, due to the manipulations through the needle guide. After device withdrawal, the physician checked the patient's condition, where it was confirmed that the patient had a three by two centimeter burn at the ablation site. The severity of the burn could not be confirmed, but there were hardened, black burnt deposits where the ablation was performed. The burn is to be treated by a dermatologist. Additional follow up revealed that the patient had no issues and was in stable condition six days post procedure.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-04593 for the leveen needle electrode, and manufacturer report # 3005099803-2011-04591 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a leveen needle electrode and a rf 3000 radiofrequency generator were used during a liver radiofrequency ablation procedure performed on (B)(6), 2011. According to the complainant, after ensuring the location of the tumors under echo, the physician attempted to attach the leveen needle electrode to a metal needle guide. However, resistance was met, as the needle became stuck and it was unable to smoothly manipulate it up and down. The physician detached and reattached the leveen needle electrode to the needle guide several times, but ultimately decided to use a different needle guide. Ablation was started, and the physician was able to ablate the first tumor twice. Reportedly, the tumor was able to be completely ablated; however, an abnormal noise was heard from the needle where it came out from the patient's skin at the location of the stomach. After two minutes of ablating the second tumor, the abnormal sound was heard again, but louder. The noise became very loud, and a burn was found on the patient; therefore, output was stopped at 20 watts and impedance at 120 ohms. As a result, roll off was not achieved. During examination of the leveen needle electrode, it was discovered that the protective sheath was peeled at approximately 7-9cm from the distal tip. The physician suspected that the insulation peeled, due to the manipulations through the needle guide. After device withdrawal, the physician checked the patient's condition, where it was confirmed that the patient had a three by two centimeter burn at the ablation site. The severity of the burn could not be confirmed, but there were hardened, black burnt deposits where the ablation was performed. The burn is to be treated by a dermatologist. Additional follow up revealed that the patient had no issues and was in stable condition six days post procedure.